Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the mfg paperwork has not been completed. The gore introducer sheath instructions for use (IFU) warns that the gore sheath should not be altered. The IFU cautions against continued advancement or retraction of the catheter or other interventional medical device into and out of the introducer if there is resistance, as continued advancement or retraction against resistance may result in damage to the vessel, or breakage of the guidewire, catheter or interventional medical device. Continued advancement or retraction against resistance may result in serious injury. Add'l devices related to this event: (B) (4) (refer to MFR report# 2017233-2010-00140).

Event description:
On (B) (6) 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a right common iliac artery aneurysm. On (B) (6) 2010, a reintervention occurred to treat aneurysm enlargement due to proximal and distal type-1 endoleaks which were attributed to migration of the previously implanted gore endograft. After a decision was made to remove six inches from the leading end of a 20 fr gore introducer sheath, the sheath was advanced through a 24 fr non-gore introducer sheath (unk MFR) into the right iliac artery. The first gore excluder aaa aortic extender component was advanced outside the sheath and deployed proximal to the previously implanted gore excluder aaa trunk-ipsilateral leg component, which sealed the proximal endoleak. While attempting to advance the second aortic extender in the same manner, the right external iliac artery was perforated. This was surgically repaired with placement of a dacron graft. The pt required transfusion of 4-6 units of blood. It was decided to deploy the extender in the right common iliac artery to seal the distal endoleak and end the procedure. No further complications have been reported.